Manufacturer narrative:
The pump passed the operating currents, unexpected restart error test, and displacement tests. However, the pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery tests due to the compromised force sensor system alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported the insulin pump became stuck in the rewind mode and when filling the tubing, the piston would not align with the reservoir cartridge. It was stated that insulin was squirting out during manual priming process and insulin would continue to drip after the motor would stop. Customer's blood glucose was 295 mg/dl at the time of this report. There was a very big gap the size of a dime that was seen between the piston and the reservoir. Customer reportedly experienced seven unexplained low blood glucose on the night before this report. Customer was advised the device would be replaced and agreed to return the product for analysis.